Event description:
It was reported that the pump battery was depleting quickly and not charging. The customer¿s blood glucose was between 180-190mg/dl. Customer declined troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.